Event description:
An aneurx bifurcated stent graft of unknown size and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology and aneurysm sizing are unknown. It was reported that the patient was a high-risk patient and had been previously denied a coronary artery, bypass graft because of the fragility of the pt's condition. In 2002, approximately 9 months post-implant, the patient presented to the hospital with severe leg ischemia. It was reported that the leg of the stent graft was found to be thrombosed. The patient was given thrombolytic agents overnight, with marginal results. The physician decided to perform a femoral-femoral bypass to restore flow to the leg. Two days later, it was reported that the patient died of a heart attack during the procedure. It is unknown if the stent graft will be explanted and returned to medtronic ave.